Event description:
It was reported that during the case, error 23152 occurred. Before contacting support, the caller had power cycled the system without any change. Errors 23152 and 23008 on master tool manipulator left (mtml) were confirmed in the logs. The technical support engineer guided the caller through a hard power cycle of the console and attempted a back drive of the mtml clutch buttons and gimbal, but this did not resolve the issue. The technical support engineer then instructed the caller to disable the mtml, allowing the surgeon to proceed using only the mtmr.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Failure analysis replicated and confirmed the reported complaint. A review of the field logs showed that the unit had experienced the following errors: 23152 eevt_mtm_button_envelope_failed, 23007 eevt_jnt_soft_enverr_lim mtm_grip, and 23008 eevt_potenc_lim mtm_roll. The unit was visually inspected and no external damages were found, though scuffs were observed on the finger loops. When placed on the in-house system, the unit failed, reproducing the same field errors. The unit was then tested on sftp for fitness and a one-hour sine cycle. It failed on errors related to both field and in-house issues: backdrive - ro errorrel 23008 eevt_potenc_lim (mcer) and rel 23013 eevt_pot_fdfd_err (mcer). Additionally, the unit failed a test not related to the field complaint: slow gravity balance test post sine cycle - wp failed. The unit was not further tested due to faulting when the roll joint was moved. After further investigation, failure analysis identified roll magnet delamination and hub issues as the root causes of both field and in-house test failures.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to the roll magnet delamination and hub on the mtm. This can be resolved by contacting isi and having a fse service the system. Annex c and d code updated.